Manufacturer narrative:
The insulin pump had loose and flush drive support disk, cracked reservoir tube lip, minor scratched display window, however pump passed the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected noise or alarm during testing noted.

Event description:
The customer reported via phone call that that the insulin pump was making noise and had an alarm. The customer also reported that the insulin pump was not working properly. The customer's blood glucose was unknown at the time of call. The customer stated that the insulin pump came on after inserting a new battery. The customer stated that the insulin pump was rewind all the way. The insulin pump will be returned for analysis.